Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18915. Related manufacturer reference number: 2017865-2021-18916. It was reported that the patient presented to clinic for follow-up. A positron emission tomography (pet) scan revealed that the patient had a pocket infection on the implantable cardioverter defibrillator (ICD) and right atrial and right ventricular leads. The ICD and leads were explanted. The patient was in stable condition.